Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicated the reported issue. Physio replaced the device's batteries, battery pins, and main keypad assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.